Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber optic sensor (fos) on the intra-aortic balloon (iab) would not zero and the customer noticed some material inside the iab when removed. As a result, the staff used the transducer for the arterial pressure (ap). There was no report of patient injury or complications. Clarification has been received from the field service engineer. The hospital mentioned that there was some material inside the iab when removed. There was no report of helium loss alarms or other related problems. Inside the iab membrane is believed to be dried blood.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the fiber optic sensor (fos) on the intra-aortic balloon (iab) would not zero and the customer noticed some material inside the iab when removed. As a result, the staff used the transducer for the arterial pressure (ap). There was no report of patient injury or complications. Clarification has been received from the field service engineer. The hospital mentioned that there was some material inside the iab when removed. There was no report of helium loss alarms or other related problems. Inside the iab membrane is believed to be dried blood.